Event description:
The device was used during a procedure on the veins. Reportedly, the instrument broke and components disengaged into the pt's cavity. The surgeon was unable to retrieve all the components. The hosp has reported no pt injury occurred.